Event description:
(B)(6) clinical study. Same patient as 2134265-2012-06662; 2134265-2012-06660. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Lesion 1 was a de-novo lesion located in mid left anterior descending (lad) artery and mid to distal lad with 90% stenosis and was 6.00 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilation using a 2.00 x 12 mm balloon, during which a dissection was noted (dissection grading b) proximally and distally. The dissection and the target lesion were treated with placement of two overlapping (2.25 x 32 mm proximal and 2.25 x 20 mm distal) taxus liberte stents, with 0% residual stenosis. Lesion 2 was a de-novo lesion located in proximal lad with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct stent placement using a 2.50 x 16 taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination device.device evaluated by manufacturer:the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).